Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgery on a canine, it was observed that the oscillating saw attachment device had intermittent operation. There was a ten minute delay to the surgical procedure. A spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to have intermittent operation. It was determined that the device run for a few seconds then stopped and froze. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.